Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device location of device: perforated tube/migration of essure device location of device: outside tube/malposition of essure device location:"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), device breakage ("device breakage"), pelvic pain ("pelvic pain/pain"), uterine perforation ("cervical perforation") and genital haemorrhage ("excessive bleeding/bleeding") in an adult female patient who had essure (batch no. C35237) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's concurrent conditions included abdominal pain. Concomitant products included bupropion. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickle"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain/loss specify: weight gain"), abdominal distension ("other injury or complication please describe: severe bloating") and abdominal pain lower ("lower right abdomen"). The patient was treated with surgery (salpingectomy (bilateral removal of tubes)), surgery (ablation), surgery (salpingectomy (bilateral)) and surgery (diagnostic laparoscopy, hysteroscopy with removal of bilateral essure devices and salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, abdominal pain, vaginal haemorrhage, allergy to metals, female sexual dysfunction, dysmenorrhoea, fatigue, weight increased and abdominal pain lower outcome was unknown, the menorrhagia, pelvic pain, genital haemorrhage and dyspareunia had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right: trailing coils in uterus: 1, left: trailing coils in uterus: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:genital bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device location of device: perforated tube/migration of essure device location of device: outside tube/malposition of essure device location:"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), device breakage ("device breakage"), pelvic pain ("pelvic pain/pain"), uterine perforation ("cervical perforation") and genital haemorrhage ("excessive bleeding/bleeding") in an adult female patient who had essure (batch no. C35237) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's concurrent conditions included abdominal pain. Concomitant products included bupropion. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickle"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain/loss specify: weight gain"), abdominal distension ("other injury or complication please describe: severe bloating") and abdominal pain lower ("lower right abdomen"). The patient was treated with surgery (salpingectomy (bilateral removal of tubes)), surgery (ablation), surgery (salpingectomy (bilateral)) and surgery (diagnostic laparoscopy, hysteroscopy with removal of bilateral essure devices and salpingectomy). Essure was removed on 16-jun-2016. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, abdominal pain, vaginal haemorrhage, allergy to metals, female sexual dysfunction, dysmenorrhoea, fatigue, weight increased and abdominal pain lower outcome was unknown, the menorrhagia, pelvic pain, genital haemorrhage and dyspareunia had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right: trailing coils in uterus: 1, left: trailing coils in uterus: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:genital bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickle, apareunia (inability to have sexual intercourse), malposition of essure device location of device: perforated tube, migration of essure device location of device: outside tube, device breakage, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, other injury or complication please describe: severe bloating, plaintiff had not undergone essure confirmation test, outcome of the events were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("cervical perforation") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (diagnostic laparoscopy, hysteroscopy with removal of bilateral essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.